Manufacturer narrative:
Product complaint (B)(4). Investigation summary: device associated with this report was received for examination. Visual examination of the device cannot confirm, the complaint. Dimensional inspection was performed, dimensions are confirming, in accordance to specification. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1) please verify if there was any indication the broach was a factor? Answer: there is indication that the broach was a factor. We have sent back broaches before to test them with the stem and that wasn't an issue. 2) was there any other adverse consequences aside from surgical delay that affected the patient because of the reported event? Answer: there were no other consequences besides a delay in the case and an angry surgeon. 3) it was mention in the event description that you will attempt to returned the product. Please send the devices to the address below and kindly provide us the tracking number once the products are sent. Answer: I am attempting to locate the implant as it was sent down to be washed in spd. Now I am having issues with locating it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon broached up to a 5 broach and implanted a size 5 trilock std. It sat proud and after rebroaching it still sat proud about a cm. He then removed the stem, rebroaching again and we opened a new size 5 std trilock. This delayed the case about 5-10 minutes but was not detrimental to the outcome of the case. The operative side was the right hip.